Event description:
It was reported that patient received inappropriate therapy due to t-wave oversensing. Device was reprogrammed. The pacing/sensing portion of the lead is scheduled to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.